Event description:
Procedure: lobectomy. According to the reporter: staples did not form properly. Bleeding was reported as under 500cc. Surgery was converted to open surgery and was extended by more than 30 minutes.